Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse conformed there was a "blood detected alarm" in the error logs but was not able to duplicate the alarm. The fse confirmed there was no blood or fluid in the line. The fse replaced the degraded blood back tubing and solenoid driver pcb as a precautionary measure and performed a full functional test. The fse cycled the iabp on the catheter with a trainer unit and no errors or alarms were present. The unit has been returned back to clinical use.

Event description:
It was that the cs300 intra-aortic balloon pump (iabp) gave an unable to calibrate iabp sensor error message. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: tel- (B)(6).

Event description:
N/a.